Event description:
A pt reported experiencing inaccurate erratic results with a surestep original meter. The pt's blood glucose result was 240mg/dl (this way the only results provided in the reported issue notes). Tests were done within < 10 minutes with a difference of>20%. Pt did not experience any adverse events. No further info has been reported.